Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. The pump was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 236 mg/dl. The customer dropped the pump on the floor and was not sure how water got inside. The customer stated that the pump vibrated without an alarm or alert. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.